Event description:
Patient e-mail to the info (B)(6) 2013 routed from depuy (B)(4) on (B)(6) 2013: patient: the following information came from the ortho surgeon that performed a rotator cuff repair (B)(6) 2011. Because the incision did not heal, a second surgery had to be performed. The findings were: volumes of drainage¿.cultured negative for infection; the wires were totally pulled away from the anchors resulting in a failure of the repair the surgeon said he had never see anything like it and his recommendation was a 2nd repair (third surgery) in months to follow. A second opinion was sought from another ortho surgeon who ordered a second MRI. The MRI validated the original surgeon¿s report. Therefore a third surgery was performed to correct the failed repair. It appears that there was not a deficit in the standard of practice with the original or second surgery. I would like your company to research this matter since a failure in your product seems to be the major factor. Also see associated MDR 1221934-2013-00287.

Manufacturer narrative:
In reviewing the patient and surgical records supplied by the patient, the (B)(4) clinical department concluded that in the medical charts and accompanying information, there appears to be no issue with the (B)(4) product; ¿super quickanchor plus ds¿. It is clearly stated in the debridement procedure op notes that - ¿the metallic anchors were well fixated with no signs of loosening and rather than opening large areas of bone to remove them, they were left in place¿. It further states that ¿¿there were a number of sutures in this area¿ (fiberwire (not a mitek product, but rather an arthsource product)), which leads to their general conclusion that the rc repair ¿failed at these and the fiberwire was removed from each¿. Leading to the possible deduction that the fiberwire may have ¿sawed¿ through the tissue, but the anchors held. Although there was a second ¿debridement¿ surgery and a third ¿re-do¿, the anchors did not appear to directly related to the initial failed first repair and also there was no mention of infection, lysis or granulomous tissue at the site of the anchor (just ¿abnormal granulation tissue¿). In conclusion, the surgical notes attribute the repair¿s failure and the subsequent re-surgeries to the failure of the ¿fiberwire¿ suture, which is an arthrex product, there are no indications or insinuations that the (B)(4) devices contributed to failure (s).

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. A review of the surgical records for this patient issue by our clinical team, the team concludes that this patient had a post-operative infection, unrelated to the device, not a fault of the mitek device. Outside of this, we cannot tell anything from this; we cannot discern any other root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.